Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Unopened samples were received for analysis. During the visual inspection of samples, the swage and attachment areas were as expected. The sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakages were observed. The samples were tested by knot tensile strength and the results were above the minimum individual strength requirement for product code. Per the condition of the representative samples, no performance - breakage suture was found on the suture and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2018 and suture was used. During the procedure, the suture broke. Another suture was used to complete the procedure. There were no patient consequences.